Manufacturer narrative:
(B)(4). The set was primed to gravity and pressure tested; no leakage was identified. However, during pressure testing, bulging of the pump segment was confirmed. Microscopic examination revealed a crush mark to the upper blue fitment. The set was loaded into an in-house pump module and an infusion was started at 50 ml/hr. The infusion ran for 60 minutes without any alarms or errors. The root cause of the bulge was not identified; however, the observed failure is consistent with an IV push being administered into an injection port without the tubing being effectively clamped off above the injection port. Pressure in the tubing will build up causing the pump segment to expand.

Event description:
Customer reported ballooning of the pump segment. No patient harm or medical intervention occurred. No further patient/event information was reported.